Manufacturer narrative:
The device was returned and analysed following our quality control procedure. The visual examination reveals that the valve was set on its highest position. It is clean and presents no marks or deposits. The functional controls are all positive. Air and alcohol can flow through the valve and the adjustment of the pressure is possible upon return and after cleaning. Pressures measured fall within their specification, except for the two highest, which are slightly inferior to their specification. Since the patient suffered from hyperdrainage and the valve was set on its highest position, the problem met by the user is confirmed. The initial report was originally submitted in 2017 the initial report is resubmitted in (B)(6) 2020 as requested by the FDA. The information provided in 2017 has not been modified except: manufacturer contact email type of report (30 days).

Event description:
The doctor implanted a valve with an initial setting on the second position. The doctor judged overdrainage from the patient's symptoms and changed it to the maximum pressure setting. However, there was no improvement of the patient's condition, and the change to a higher pressure valve (spv-400) was performed.